Manufacturer narrative:
The gds assembly was returned to the manufacturer for failure investigation. The failure investigation technician found the u1 was defective. The failure investigation technician determined the defective u1 created the low leak-co2 rebreathing risk.

Event description:
The customer reported the device alarmed with an occurrence of low leak-co2 rebreathing risk and the leak value on the screen did not change. There was no patient involvement.